Event description:
The customer reported that the pacer function did not operate as expected in the emergency room. Another device was used to treat the patient. The device was in use on a patient. As the customer was unable to provide the indication for pacing in the emergency room, we are considering this to be a serious injury as the user had to switch to a different device.